Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) of 597 mg/dl with nausea, vomiting, and confusion. The patient was reportedly treated with intravenous fluids and insulin via injection and discontinued insulin pump therapy. During troubleshooting, it was noted that the pump was not recommending the correct bolus amount. All other histories and settings were found to be correct. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2016 at 2:26pm followed by an unacknowledged alarm for 16 hours until (B)(6) 2016 at 6:30am; another alarm was unconfirmed for 3.5 hours on (B)(6) 2016 at 6:32am. The pump was turned off from (B)(6) 2016 10:05am to (B)(6) 2016 10:36am and deliveries were never resumed at power on. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery compartment and cap were undamaged and able to fit securely to maintain electrical connection. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. No delivery defects occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.